Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 2000 ohms. The rv lead was then surgically abandoned and replaced. The lead was tested via pacing system analyzer which confirmed the out of range values. A fluoroscopy was also performed, but no obvious fracture was identified. No additional adverse patient effects were reported.